Manufacturer narrative:
Additional information: b5, d4: expiration date, e4, h3, h4, h6, and h10. B5: the medication was being infused at a rate of 5ml/hr at room temperature. H10: the user facility submitted medwatch # (B)(6) to the FDA for this event. The actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water, and priming were performed, and no defects or leaks were observed. Functional testing was performed and the set worked according to requirements. Simulated use testing, flow rate testing, and back pressure testing were performed, and no defects were observed. The reported condition was not verified. The returned sample was determined to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). G1: device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the y-site closest to the patient. The leak was noted after several hours of neonatal total parenteral nutrition infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.